Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptom is a known risk associated with this device type/procedure and it is noted as such as in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) stated that the device stopped working after the first month. Ultrasound was performed to access the balloon, which was proved to be full, and troubleshooting maneuvers were applied but the pump would not work, and the patient was incontinent. During a revision surgery, the components were tested, and the pump was found to not lock, pump deflates but instantly fills again, the internal valve was not working, and fluid flows freely internally between both exits of pump. Therefore, the cuff and pump were replaced, and the original balloon was refiled and left implanted. No additional patient complications were reported.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) stated that the device stopped working after the first month. Ultrasound was performed to access the balloon, which was proved to be full, and troubleshooting maneuvers were applied but the pump would not work, and the patient was incontinent. During a revision surgery, the components were tested, and the pump was found to not lock, pump deflates but instantly fills again, the internal valve was not working, and fluid flows freely internally between both exits of pump. Therefore, the cuff and pump were replaced, and the original balloon was refiled and left implanted. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for balloon is (B)(4). Upon receipt at our quality assurance laboratory, the pump and cuff of this artificial urinary sphincter (aus) underwent a thorough analysis. Media review of the information provided by the sales representative was performed. The media inspection determined that the pump fluid was transferred in and out of the cuff as pump bulb was squeezed. During the product analysis, the pump mechanical issue in the media was unable to be replicated. The pump passed the functional test. The pump was connected to its system and cycled as directed per the instructions for use (IFU), no issues were observed. The reported valve issue may have been the result of contamination in the system that was cleansed during decontamination prior to testing. The pump was visually inspected, leak and functionally tested. The pump passed the visual inspection. No damage or abnormalities were found. No leaks were found in the cuff. The pump passed the functional test. The cuff was visually inspected and tested for leaks. Visual inspection revealed that the cuff tab was cut from sharp instrument. No leaks were found in the cuff. Based on the information available and analysis results, the reported allegation of mechanical issue and inflation issue is unable to be confirmed. The reported patient symptom of urinary incontinence is a known risk of the device. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, a conclusion code of unable to exclude device problem was assigned to this investigation.